Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock. Programming changes were made to restore normal parameters. The patient status was stable.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) inappropriate shock was caused by incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient status was stable.